Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 16 deg 24mm, cat# nls-341600p, lot# 25613002. Tritanium revision acetabular, cat# 509-02-64g, lot# mhp2h4. Trident 0 deg insert 44mm, cat# 623-00-44g, lot# mjjnox. Delta un.fem hd 44mm, cat# 6519-1-044, lot# 33811403. Uni adaptor sleeve v40 ti, cat# 6519-t-100, lot# 34435602. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An evaluation of the device cannot be performed as the device remained in the pt and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: dr. (B)(6) stated, the pt started having pain on (B)(6) 2010.